Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the enterra ii did not help the patient at all basically, and that the battery lasted less than a year because the patient had to have it set high because they were totally paralyzed. (Not alleged to be related to the device/therapy.)